Manufacturer narrative:
Concomitant product UDI for cylinders/pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported perforation and the reported migration are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced perforation in the lower abdomen, and the reservoir had migrated. A replacement surgery has been scheduled. No additional patient complications were reported.